Event description:
Report received from baxter states infusion completed 48 hours earlier than expected (120 hours instead of 168 hours). Device contained 2250mg of 5fu and normal saline for a total fille volume of 84ml. No patient injury reported.